Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The device was released meeting all qa specifications. This report is related to the first product used in the procedure. The second product is reported under 1222780-2020-00161.

Event description:
It was reported that during a novasure procedure the controller came up with two errors, first vacuum alert and second array position. First device had blood accumulated in the width dial and it was changed to a second device. This second device could not pass cavity assessment test and after a diagnostic hysteroscopy was done, a perforation was found in the uterus. No additional medical interventions were necessary.

Manufacturer narrative:
Novasure disposable recorded on cpt-5020822 arrived at hologic costa rica on 09feb21 and was received by the pms group. Failure mode related to a pae with an "as reported code" of "uterine perforation". Visual inspection was performed and the disposable didn't seem to have any visual damage, although, the dessicant was occluded as well as for the vacuum feedback line. Functional testing was performed and a leak was found on the vrv valve, apart from that there were no bubbles. Also, the eap light didn't came on on the console and it failed cia, since this happen ablation test, vacuum light and system fault light were not performed because we confirmed that there is a leak and also is not going through cia. Pressure and occlusion test were not performed because we have noticed the leak and also the failure when performing cia. Deployment test was performed but only the first section of this test since the width dial was filled with blood, hence the deployment block test could not be performed. Refer to photos on summary investigation. As for the resistence data, the test was performed but the disposable failed every resistance electrode. Because the complaint record describes two events on two different devices with failure modes of cia, eap and resistance the complaint can be confirmed. Standard DHR review/a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.